Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that there was a definite type ii endoleak and a suspected type ia endoleak. A secondary intervention was performed and a 28x16x124 endurant bifurcated sent graft was implanted with a 16x16x93 endurant limb. A second 16x24x93 endurant limb was also added as a preventative measure. Another manufacturer's stent was also placed in the bifurcated stent graft to add wall apposition in the proximal neck. The physician stated that the cause of the event could not be determined. The event was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.